Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an unresponsive or inconsistent touchscreen swipe that interfered with unlocking and other on-screen selections, as well as difficulty initiating ¿fill tubing¿ and a false ¿no cartridge¿ indication despite a full cartridge inserted; a rewind allowed completion of the supply change, and the device was replaced. Symptoms included hyperglycemia, with a cgm value of 266 mg/dl and a fingerstick value of 206 mg/dl. Outcomes included user frustration and the need to replace the device; no medical treatment, emergency care, or hospitalization occurred. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.